Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume experienced a system error 20602 (monitor motor stall) during an unspecified process step. It was unknown if a patient was connected ruing this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.